Event description:
This is being filed to report the recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing the mr to a grade of 2. The patient returned in (B)(6) 2022 with the mr increased to a grade of 4+. Both clips were stable on the leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Event date: date estimated.

Event description:
Subsequent to the initially filed report, the following information was received: the increased mr was due to disease progression. No intervention is planned at this time. No additional information was provided.

Manufacturer narrative:
Nah6: clinical code updated; impact code updated; medical device problem code updated.